Event description:
Pump was being used in the telemetry unit and was infusing heparin at a set rate of 2cc/hr, when the nurse came back the pump said 18cc had been infused, when actually 290cc were missing from the bag. There was no report of patient injury or medical intervention. Attempts were made to obtain additional details from the facility regarding patient information and outcome along with any other relevant information, but no additional information has been provided. Should additional information be received a follow up report will be filed.